Manufacturer narrative:
Results: evaluation of the returned product confirmed the teeth are disconnected. There is an open slider on the patient access and 1/4 inch frayed material of the right window side. Note: instructions for use state: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. Never rip the panels open as this will damage the zipper slider, preventing the zipper from closing securely. (B)(4).

Event description:
Customer reported the teeth on the right side panel are disconnected. Customer did not provide a date when this was discovered. No patient incident or injury was reported.